Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room teamleader reported that the effect of gas used during two surgeries was not good as it did not tamponade upon the retina. Both patients were treated again with unknown patient outcome. Additional information has been requested.